Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02028 for the first resolution 360 clip, 3005099803-2024-02029 for the second resolution 360 clip, and 3005099803-2024-02030 for the third resolution 360 clip. It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy during an unknown procedure performed on (B)(6) 2024. During the procedure, multiple clips did not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Note: the complainant reported that these devices were used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.